Event description:
With (2) kits, doctor faced same problem; white sheath dilator cracked at its end during insertion and that can damage deeply pt's vein. It couldn't be detected before insertion. Salesman called on them on 12/18/96. He saw dilatator was bent out of shape. He learned too that pt got a pneumothorax.